Event description:
Boston scientific received information that noise was present on the right atrial (ra) lead. Additionally, ra pacing impedance measurements were greater than 2,000 ohms in bipolar configuration. In unipolar configuration, pacing impedance measurements were within acceptable limits. A revision procedure was performed and the device was explanted due to normal battery depletion. The ra lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.